Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. In addition, it was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. The cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 160-170 mg/dl.